Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance thrice and got hospitalized once due to low blood glucose a few years previously with unknown blood glucose levels at the time of the incidents. The customer had 2 car accidents due to the lows. The customer experienced symptoms such as loss of consciousness. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.